Event description:
On the event date, maquet became aware of the following event: before surgery a nurse attempted to move the surgical light head. The light head fell down from the spring arm. No pt was present in the operating theatre. The light head hit the nurse's leg and caused a bruise.